Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain, cloudy fluid and fever. The cause of the event was unknown. Three days after event onset, the patient was hospitalized for the peritonitis event and was treated with unknown medications ( for 11 days, doses, routes and frequencies were not reported). The patient was discharged 11 days after hospital admission. At the time of this report, the patient was recovering from the event. Three days after event onset, pd therapy was discontinued. On an unreported date during hospitalization, the pd catheter was removed. No additional information is available.